Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The quality engineer reviewed the returned device. As per the observation made, the electrode wires were found cut by the customer close to the tube end. The cut pieces of electrode wires were not returned with the device. The resistance readings could not be taken since the overall integrity of the returned device was not intact.

Event description:
It was reported during a thyroidectomy, the surgeon said the nim was saying they were on tissue when they believe they were on a nerve. The anesthesiologist rotated the tube but it still did not detect a nerve. They reintubated the patient with a new tube and were able to complete the surgery. There was no injury to the patient as result of the intubation.